Event description:
It was reported to vyaire medical that the avea ventilator volumes were incorrect. The issue occurred during patient-use and the device was removed from the patient. The customer confirmed that there was no patient harm associated with the reported event.

Manufacturer narrative:
The customer reported that they will not return the defective unit/part for evaluation. Therefore, no root cause could be determined and corrective or preventive action is not indicated at this time. However, the customer was advised top complete an ovp (operational verification procedure) and perform calibrations to see if that corrects the issue. The customer was given the calibration and manufacturing codes.